Manufacturer narrative:
(B)(4). D10: associated product information, part number (lot number): ¿ 110031399 (66085285). ¿ 110031418 (65994898). ¿ 115310 (j7539620). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following an initial reverse shoulder system procedure the glenosphere disassociated and required revision approximately 5 (five) months later. The revision surgery was successful, with the proper surgical technique used. No additional complications were reported due to this event, and no other patient conditions or details were provided. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is unable to be confirmed. Visual examination of the returned product identified the taper is still engaged in the glenosphere with scratches and signs of use. No baseplate was returned or pictures provided; visual and dimensional evaluations could not be performed of the baseplate component. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information is available at the time of this report.